Manufacturer narrative:
(B)(4). Information was not provided by the contact. Balloon puncture and fold line leak components were returned as follows: straight band with 28cm of catheter, velocity port, locking connector with 1 cm of catheter. Visual comments: four fold lines were observed on the balloon. A puncture of 2mm of diameter was observed on a fold line at 4.5cm from the catheter connection. A hole of 5mm was observed at 2cm from the catheter connection. The buckle was separated from the band and was at the tab end. Bloodstains were observed on the band/balloon sub-assembly. Biological tissues were observed on the velocity port. Height punctures were observed on the septum. The locking connector was well connected to the velocity port. The strain relief was detached from the locking connector. Mechanical comments: as result of the visual inspection, no balloon leak test was performed. The port was tested for leaks and blockage and none were found. A DHR review was performed by the complaint technician no non conformance were found relevant to the reported event.

Event description:
It was reported that three years post implant a swedish adjustable gastric band procedure, an x-ray and investigation found a that there was a pin point leak. After losing (B)(6), the patient began to gain weight. The patient had a band replacement. There were no adverse consequence to the patient.